Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an 8 cm diameter abdominal aortic aneurysm in 8/2002. Vessel and aneurysm morphology are unknown. The pt has a history of severe chronic obstructive pulmonary disease. The aortic neck has dilated proximally to about 29 mm causing the graft to migrate 2 cm distally, therefore leaving a gap between the renal arteries and the top of the graft. The physician recommended implantation of a talent aortic cuff due to the pt's significant co-morbidities. The talent cuff was successfully implanted in 2003. No clinical sequelae were reported.